Event description:
The healthcare professional (hcp) of the home patient (hp) reported the hp had a large drain at the end of the therapy, as if patient had been overfilled while using the homechoice prp cycler for apd therapy. Hcp relates that the hp typically has a total ultrafiltrare volume at the end of therapy between 2300mls-2700mls. Hcp relates that the hp did not remove this ultrafiltrate and had accumulated fluid throughout the therapy, resulting in a negative ultrafiltrate of -1297 mis at therapy's completion. The hp placed the cycler into a manual drain and removed 4319 mls of fluid. According to the hcp, there was no patient injury or medical intervention.